Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "piece of plastic found in an implant box. 5 minute delay to case, no obvious adverse outcome to patient. Implant is currently with me and will be returned to the office in due time". The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed what appears to be a plastic inside of the device packaging. A manufacturing investigation was performed to review this issue and was able to confirm a device non-conformance, as the manufacture procedure states to "visually inspect sealed blisters for debris and if debris is present then open the blister and repeat this step". Man is an assignable cause for this nonconformance specifically application error. Issue was escalated to investigate further and address improvements to line clearance process execution. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune cr fem lt sz 8 cem would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nr and a CAPA were initiated to address current complaint condition.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a piece of plastic was found in an implant box. There was a five (5) minute delay to case, no obvious adverse outcome to patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.